Event description:
It was reported that the patient experienced unspecified issues with a previous sling. A new artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment. Additional information was requested, however, it was not provided.